Manufacturer narrative:
Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 24-may-2024, it was reported by the patient that he receives an alarm. In troubleshooting blockage is found in the tubing. No further information was available.